Event description:
Child in renal failure in hosp had blood glucose tested with suspect device and 104 mg/dl. Laboratory results blood glucose 68 mg/dl. Time difference unknown. Sample type not known. Child died. Hospital unable to give more info at this time.